Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l68733, implanted: (B)(6) 1999, explanted: (B)(6) 2000, product type: catheter; product ID 8709, lot# l68733, implanted: (B)(6) 1999, explanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that a pump failure occurred. A pocket infection occurred. When the pump was removed or revised, the catheter was also removed or revised, and a cerebrospinal fluid (csf) leak occurred. The pump medications at the time of this event were not reported. However, at the time of the report, the device system was used to deliver fentanyl, bupivacaine and sufenta, and was previously used to deliver demerol, dilaudid and morphine. Additional information was requested but was not available at the time of this report.